Event description:
It was reported that, "the surgeons first time using our instrumentation when putting in the insert the bottom of it got scratched and chipped."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.